Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report. Product not available since it has been used.

Event description:
It was reported that hydroset was mixed then placed in the defect and the surgeon found the product was not hardening and had to use suction to remove the product. There was less than 30min delay.